Event description:
Customer reportedly tested at greater than 560mg/dl and took 15 units of novalog insulin. He states that within 10 mins of taking the insulin he passed out. No treatment method was provided. No qcs were used. Requested return of suspect device and replacement was sent.